Event description:
Device report from synthes (B)(4) reported an event in (B)(6). This is 1 of 30 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn at this time.

Event description:
It was reported that as the hospital was placing the screws into the screw rack, they noted that the number printed on the plastic screw holder was 4, whereas the screw length was 5mm. The length of the screw as per the length printed on the sticker was correct.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was recalled outside united states. Original awareness date for the initial report is (B)(6) 2012. New information was received on (B)(4) 2013.